Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable broke and was no longer able to be used to charge the pump. There was no reported adverse impact to customer's blood glucose level .additional information was not provided. The customer declined further troubleshooting with tandem technical support.